Manufacturer narrative:
This MDR was identified as requiring submission during a two year retrospective review. This complaint was opened as a duplicate to submit the MDR due to a pathway error. The initial report number was (B)(4). Failure analysis (fa) received a vela main pcba and visually inspected part. The vela main pcba was installed in known good unit. The events log recorded multiple xdcr faults. All transducer tests passed. Exhl diff press calibration failed at 0 cmh2o with a/d: 34, however after retest they passed. The reported issue was duplicated, however was intermittent. Transducer faults are a known issue addressed with an internal action. The vela main pcba was scrapped.

Event description:
The customer indicated """high pip"", ""low ve"", ""high rate"" , and ""xdcr fault"". Per warranty claim, the unit was not on a patient at the time of the issue. Received email from the customer stating that this issue was found immediately when the ventilator was powered on during testing.

Manufacturer narrative:
(B)(4). Remove ps within the catalog number.